Event description:
It was reported that a patient underwent a kyphoplasty procedure. A balloon ruptured while the egg-shell technique was being performed. A piece of balloon approximately 0.5 cm could not be removed from the patient. Pmma cement was used to fill the void. The balloon piece was covered with bone cement and there was no contact of the piece to bone. There was no patient allergy to contrast media. The patient outcome is good. No additional information was reported.

Manufacturer narrative:
Followed up with company representative. (B)(4).